Event description:
The physician reported that while attempting to gain initial access to the lesion the distal segment of the wire fractured, and broke off. This occurred during an embolization of an arterial venus malformation. The patient was reported to be alright.

Manufacturer narrative:
The product in question has not been returned to boston scientific for further investigation. If further significant information is obtained a supplemental report will be filed.